Event description:
Found allegation of gastrointestinal bleeds on heartmate pump on a reddit thread for an artificial heart. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).